Event description:
The nurse reported to our salesrep that while observing a surgery the surgeon had problems with the screwdriver. The surgeon noticed that the tip of the screwdriver was broken off. A replacement was available. He could complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.